Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the strain relief, damaging the rear pulse wire connections. The cause of the non-functional therapy electrodes is the damage to the cable and internal wires. The root cause of the damage to the cable and internal wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cable and pulse wires.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.